Event description:
Bio tech reported to fisma (hgm) that a doctor at hospital stated he had received flashback because indirect ophthalmoscope malfunctioned. The doctor was not harmed, but was upset. The procedure was completed and there was no injury to the patient. The device was returned to the factory for service.